Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the histogram showed low ventricular rates resulting in bradycardia. The lead was repositioned which did not resolve the pacing problem. The implantable pulse generator (ipg) programming was switched from ddd to vvi and back to ddd which resolved the pacing problem. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated and issue with lower rate pacing. If information is provided in the future, a supplemental report will be issued.